Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device exhibited oversenisng and the delivery of inappropraite therapy. Guidant received additional information that this device exhibited oversensing(double-counting) during an episode of atrial fibrillation. Ventricular tachycardia detection was satisfied and antitachycardia pacing therapy (atp) was delivered. As a result of atp delivery, ventricular fibrillation was induced. The device successfully terminated the ventricular fibrillation following delivery of a 31 joules shock. The device was explanted and replaced without incident.